Manufacturer narrative:
It was reported the catheter balloon ruptured and the catheter slid out. It was replaced with another catheter. The reported incident stated that while prepping for a nephrectomy on a female patient, the 16' french catheter balloon ruptured and the catheter slid out of the patient. Reportedly, another catheter was inserted without difficulty. Despite multiple good faith efforts to obtain additional information, no further patient details regarding this incident was provided. Due to the reported need to replace the foley catheter, this is an MDR reportable event. No sample was returned for evaluation. A root cause for the reported incident was unable to be determined. If additional information becomes available, a supplemental medwatch will be filed.

Event description:
It was reported the catheter balloon ruptured and the catheter slid out. It was replaced with another catheter.